Manufacturer narrative:
(B)(6): (mi & death).

Event description:
Two endeavor sprint over the wire (otw) drug eluting stents were implanted in the proximal rca during index procedure. Approx four months post index procedure the pt was admitted with worsening congestive heart failure. It is reported that the pt suffered an mi, renal insufficiency, respiratory failure and expired during hospital stay. It was reported that the cause of death was congestive heart failure. Investigator has indicated that the event was not related to the study device or procedure. It was reported that there was no evidence of stent thrombosis. Autopsy report is not available. (Ref MFR report number 9612164-2011-00022).